Event description:
It was reported that when the fiber was plugged into the port of the console for use in a photoselective vaporization of the prostate procedure, a green flash appeared when the pedal was pressed. The fiber was not used and had just been plugged in. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that when the fiber was plugged into the port of the console for use in a photoselective vaporization of the prostate procedure, a green flash appeared when the pedal was pressed. The fiber was not used and had just been plugged in. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber break between the input connector and the control knob. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that most the output escapes from the fiber fracture location. Analysis did not identified signs of devitrification at the output window or debris adhesion on the surface of the metal cap, both indicative that the fiber was not used. Based on analysis results, it is probable that procedural handling of the fiber during set-up such as excessive manipulation/rough may have contributed to the reported and confirmed break. The device direction for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.